Manufacturer narrative:
Medical technician.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system had a micro switch problem (disposable l-70 was not recognized). There was no reported adverse event.